Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the electrode could not be retrieved because it was destroyed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, lot# 0210697234, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that the patient had no more stimulation. Impedance was over normal values for all of the lead. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The lead was replaced, and the issue was resolved. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.